Event description:
Complainant alleged that medics responded to a call for a pt in cardiac arrest. The device was attached to the pt and powered on; the device powered on in the menu to set the date & time for the device and the medics were unable to treat the pt. Complainant indicated that the clinician obtained another device to continue treating the pt. Complaint indicated that the pt subsequently expired.